Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the reported ¿error 61" issue was verified and determined to be the p1 - pin on master control pcb which was unseated. The pin was reseated. No additional issues were noted. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
Information as it was reported to ams indicates that the laser displayed an error 61 indicative of a system malfunction at the beginning of a procedure (patient sedated however the case had not yet begun). The customer was unable to clear the error that occurred and the case was canceled. There was no report of a patient injury; however the manufacturer is filing this as device malfunction for non-completion of case. Patient outcome ¿ok¿ reported.